Event description:
It was reported that the ventilator's patient circuit holder, support arm, side rail, lid hinges and power cable and hose guide were found damaged. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Pictures on the damaged parts were provided from our distributor. The damaged lid hinges and power cable guide will not affect ventilation. The pictures on the humidifier holder and support arm, which are fastened on the side rail, shows that they are leaning. The side rail is angled but not loose. The consequence of this kind of mechanical damage may be that the humidifier or support arm gets detached and, in a worst case scenario, falls off the ventilator carrier. Our conclusion into this matter is that the parts most likely has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
Manufacturer's ref #: (B)(4).